Event description:
The customer reported the evis exera lll gastrointestinal videoscope had reduced angulation. There were no reports of patient or user harm associated with this event. Inspection and testing of the returned device found that the nozzle had a foreign matter. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation

Manufacturer narrative:
The cleaning, disinfection, and sterilization (cds) was performed by the customer. The scope was reprocessed before being sent to olympus for repair. The customer did not know what the foreign material was. The air/water nozzle was flushed with air and water during reprocessing. The device was returned and evaluated by olympus. In addition to the findings in b5, evaluation found the complaint was confirmed and the bending angle in the up direction did not meet the standard value due to wear of the angle wire. Also, evaluation found the following: due to adhesive peeling between light guide lens and distal end, water tightness is lost; due to wear of angle wire, the play of upwards/downward knob is out of the standard value; an abnormal sound is made due to damage on right/left knob; bending section cover or distal sheath has a scratch; adhesive on bending section cover or distal sheath has a chip; due to clogging of nozzle, water removal ability does not meet the standard value; light guide bundle is slipping down; right/left knob has a scratch; forceps elevator knob has a scratch; adhesive around lens guide lens is peeled; connecting tube has a dent; connecting tube has a scratch; connecting tube has a wrinkle; due to slipping out of light guide bundle, illumination is uneven; scope connector cover unit has a scratch; scope connector has a scratch; protector of universal cord on scope connector side has a scratch; universal cord has a scratch; scope cover has a scratch; switch box has a scratch; switch3 has a wear; suction cylinder is shaved; control unit has discoloration; control unit has a scratch; forceps elevation lever has a scratch; upwards/downwards knob has a scratch; forceps elevator knob has a scratch; light guide bundle is slipping down; due to clogging of nozzle, water removal ability does not meet the standard value; an abnormal sound is made due to damage on right/left knob; due to wear of angle wire, the play of upwards/downwards knob is out of the standard value; due to dirt on objective lens, there is a lack of image on the monitor; and due to slipping out of light guide bundle, illumination is uneven. A review of the device history record found no deviations that could have caused or contributed to the reported issue. There was no indication that the event was caused by a misuse or that the event was related to design of the device. Repair history was reviewed and no issues were found related to the reported event. Although the defects found during evaluation were confirmed, the foreign material in the nozzle could not be specified, there was no physical damage where the foreign material was found, and there were no reported reprocessing deviations from the IFU. A definitive root cause of the foreign material in the nozzle could not be identified. If additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.